Manufacturer narrative:
It was reported that the patient underwent a mesh removal on (B)(6) 2013 concurrently with lavh, insertion of stents and placement of fascial sling. It was reported that the patient underwent revision on (B)(6) 2014 and takedown of fascial sling due to urinary retention. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 06/10/2016. It was reported that following insertion the patient experienced urinary tract infection and urinary frequency. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, and dyspareunia. It was reported that on (B)(6) 2013 the patient underwent mesh removal due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.